Manufacturer narrative:
This wire is part of a diagnostic corpac associated with catalog # 538-493c and lot # 13132882. The product is available for evaluation; however, as of to date it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that when the corpac package was opened the diagnostic wire was broken at the mid point of the curve.